Event description:
Physician attempted twist drill bur hole at bedside. Drill bit came loose from drill and physician was not able to remove the drill bit from the bone. Pt did have a large hematoma at site as well. Md stated this device does not have a locking mechanism, therefore, the drill bit came loose from the hand held twist drill. Pt required surgical intervention for removal of drill bit and replacement of new twist drill hole for camino monitor.